Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 7482002101, serial# (B)(4), product type: extension. Product ID 7482002101, serial# (B)(4), product type: extension. Product ID neu_adaptor_acc, product type: accessory. Product ID 3550-29, product type: accessory. (B)(4). No device analysis was performed; the device met risk-based analysis criteria.

Event description:
A consumer reported via a manufacturing representative that the patient developed an infection at the implantable neurostimulator (ins) pocket. The ins was removed. No symptoms, diagnostics, cause, or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.